Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to noise and impedance under 200 ohms. The physician suspected insulation damage. No additional adverse patient effects were reported.